Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic after the implantable cardioverter defibrillator - ICD exhibited failure to transmit record. Upon interrogation, it was noted that the ICD exhibited radio frequency telemetry lockout and was found in backup vvi due to event queue overflow. The ICD was reprogrammed 06 jan 2021 and the patient experienced no consequences.